Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the motor gear assembly. Analysis identified stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving "hydra" (hydromorphone) and clonidine (unknown dose and concentration) via an implantable pump for an unknown indication for use. The patient history was unknown. The patient experienced increasing severe pain and withdrawal symptoms on the evening of (B)(6) 2017 and went to the pain department of the clinic. The pump was checked and telemetry showed "pump stop occurred" (also reported as a motor stall). The motor stall occurred during daily use. The patient was taken to the intensive care unit (ICU). The patient's withdrawal and pain symptoms were treated with intravenous (IV) medications (not reported) and the "defective" pump was replaced on (B)(6) 2017. The patient was monitored in the ICU for 24 hours then moved to the neurosurgical ward on (B)(6) 2017 with improved symptoms. The patient was expected to be replaced on (B)(6) 2017. The pump would be returned. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting was also unknown. It was unknown if the event was resolved at the time of this report. The patient status was indicated to be alive and ok. No further complications were reporter/anticipated.